Event description:
The manufacturer's representative reported that the patient was experiencing poor pain relief and catheter was found curled up in pocket at surgical revision. A dye study apparently showed catheter sitting in the cerebrospinal fluid at appropriate level. The hcp planned to replace the catheter at a higher level, however, when back incision was opened, hcp found the catheter curled up in the pocket and the anchor v-wing had dislodged. The distal piece of the catheter was repaired and the tip was positioned at t11. The infusion via the pump was resumed at 20% of the previous dose; drug is unk. Final patient outcome was not reported.